Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 400 to the 600s mg/dl. Multiple correction boluses were delivered to address the bg level. The customer noted that the insulin was not moving through the infusion set tubing and changed out all of the pump supplies. Reportedly, the customer was using apidra insulin in the cartridge. Tandem technical support informed the customer that the pump was not labeled for use with apidra insulin.